Event description:
The complainant reported the patient was on impella 5.5 support and during support, the pump had high purge pressure. Tissue plasma activator was added to the purge. Staff monitored. Additionally, the patient became heparin-induced thrombocytopenia positive. Anticoagulation was switched to argatroban. Support continued until weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure and thrombocytopenia has been completed. The impella device was returned for evaluation. Data logs were not available. Product was returned and evaluated. No kinks were observed on the returned product. There was some biomaterial on the impeller and some around the purge gap. However, high purge pressure did not reproduce. It was unable to be determined whether the biomaterial found around the impeller blades and purge gap affected the purge pressure in any way and if it was ingestion, buildup, or pulled during pump explant as no data logs were returned to make the distinction. High purge pressure: the cause of the high purge pressure was not determined due to lack of sufficient clinical details, since issue did not reproduce with return product, and unreturned data logs for analysis. Thrombocytopenia: the root cause of the thrombocytopenia was not determined due to insufficient clinical details. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacturer date added